Manufacturer narrative:
Investigation summary: a failure was reported on a bactec 9120 blood culture system (p/n 445570, s/n (B)(6). Customer reported 3 false positives on their instrument. Bd remote assistance worked with the customer and advised customer to monitor for additional facility power interruptions and avoid frequent door opening activities. There were no further reports of false positives. The root cause was unknown, attributable causes include facility power outage and door open too long. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bactec 9120 blood culture 3 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 3 false positive out of 65."

Event description:
It was reported that while using bactec 9120 blood culture 3 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 3 false positive out of 65"

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.